Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that event log files were submitted for review on a patient that was admitted for concern for pump thrombus. The event log files captured loss of external power events while the patient was tethered to the mobile power unit (mpu) and low voltage hazard events which were due to slow discharge of the mpu capacitors when it loses power. The alarms resolved once external power was restored. The mpu was not exchanged. The patient also noted that there was not a power outage, that the power cord may have come loose at the wall unit or the back of the unit, and that there was an instance when they disconnected both batteries before they connected to the mpu. Related MFR 2916596-2024-01396.

Event description:
It was noted that the mpu had the v-lock connector on the ac power cord. The patient noted that the ac power cord might have fallen from the back of the unit. It was also noted the patient had power outages in the area for the first 6 months in 2022 lasting an hour to an hour and a half, but not from this year. The patient also noted that there was an instance when they disconnected both batteries before they connected to the mpu. The patient noted that it is possible that the mpu was disconnected from the wall outlet. The event log files captured low voltage events that occurred while the patient was tethered to batteries due to normal battery depletion.

Manufacturer narrative:
Sections d1: corrected. Section d4, catalog number, primary UDI number: corrected manufacturer's investigation conclusion: the reported event of a loss of power to the mobile power unit (mpu) was confirmed via the log file analysis. The mpu (serial number: (B)(6) was not returned for analysis; however, a log file was submitted (B)(6) for review that showed events spanning approximately 10 days (10feb2024 - 20feb2024 per timestamp). Loss of external power events associated with no external power, power cable disconnect and low voltage hazard alarms were active on (B)(6) 2024 from 21:09:12, and on (B)(6) 2024 from 01:56:15 ¿ 01:56:21. These events appear to be due to a loss of ac power while connected to the mobile power unit. Pump operation was not affected, and the backup battery supported pump function during these events. No other notable alarms were active in the log file. Additional information provided on 01mar2024 stated the mpu has a v-lock on the power cord, and that the exact cause of the loss of external power was unable to be determined. A root cause for the reported event could not be conclusively determined through this analysis; however, the alarms appear to be due to a loss of a/c power. The device history records were reviewed, and the records revealed the mobile power unit (serial number: (B)(6) was manufactured in accordance with manufacturing and quality assurance specifications. Heartmate 3 instructions for use section 8 ¿ ¿equipment storage and care¿ and heartmate 3 patient handbook section 6 ¿ ¿caring for equipment¿ explain how to properly care for the equipment. Additionally, heartmate 3 patient handbook section 10 entitled ¿safety checklists¿, instructs users to regularly inspect their accessories for damage, and to replace any equipment that appears damaged or worn. Heartmate 3 instructions for use section 7 entitled ¿alarms and troubleshooting¿ and heartmate 3 patient handbook section 5 entitled ¿alarms and troubleshooting¿ addresses how to properly interpret and troubleshoot all system alarms, including low voltage, power cable disconnect, no external power alarms. Heartmate 3 instructions for use section 3 ¿ ¿powering the system¿ and heartmate 3 patient handbook section 3 ¿ ¿powering the system¿ addresses the user to not use expired batteries and advises the user to properly dispose of them. Heartmate 3 patient handbook and heartmate 3 instructions for use (IFU) caution users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.